Manufacturer narrative:
The reported event of backup operation was confirmed. The pacemaker was received in backup operation with battery voltage at end of life (eol). Analysis indicated that the device exhibited normal device characteristics, the current drain was normal. Battery fluctuation test indicated the backup resulted from eol battery condition and was considered normal. The implant duration exceeded the projected longevity based on nominal settings for normal battery depletion.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed back up operation on a pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.